Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate, via a gemstar pump. After an unspecified length of time in use, a leak of solution was noted coming from the air vents of the filter. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Although requested, no additional information was provided regarding if the tubing set was replaced and the therapy was resumed and if the leak of solution was cleaned up per the user facility's protocol.